Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the device was less than two years old and the abnormality was confirmed, the likely cause of the event of no image was accidental failure due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, where service confirmed the customer's complaint, due to the printed circuit board failure. During the device inspection, worn out connector latch was also identified. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility report to olympus the evis exera iii video system center had a functional issue (non-lamp), the sdi output on the cv-190 processing is shorting out. Upon inspection and testing of the customer returned device, it was observed that there was a failure of the printed circuit board. This report is being submitted for the failure of the printed circuit board during evaluation. There was no harm or user injury reported due to the event.